Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va0ggaj, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a power on reset (por) message a seen on the patient programmer (pp). The rep stated that they met with the patient in office in (B)(6) and the clinician programmer showed that the ins battery was low and at that time they found impedance values were out of range. The rep did not know if the values were high or low but they thought that they were likely high. The rep stated that they were in office to do a revision on the day of the report. The rep stated that the patient claimed to have seen a por message in the past month. It was reported that when the rep attempted to interrogate the ins using the clinician programmer, they were getting an invalid parameter and then and invalid serial number screen and then the clinician programmer would kick the rep out of the session. Interrogating the ins without syncing with the pp was reviewed. The rep stated that it brought up the por screen without the serial number entered. The serial number was provided and the rep was able to get into the clinician programmer session. The rep attempted to run impedances but the clinician programmer displayed a por message again and forced them out of the session. It was also reported that patient had some falls , however the technical services specialist (tss) was not able to ask about falls because the rep was trying to get into the case and disconnected the call after resolving the por issue. The rep reported that it was determined that the falls did not cause any harm to the patient or device , however some of the falls may have led to the impedances in the patient's lead. It was reviewed that the battery was likely depleted. The por was noted to most likely be due the ins being extremely low on energy and was ready to be replaced. Patient had a full system replacement and left happy with the results. It was also mentioned that the out of range impedances were resolved by the lead revision. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: 3889-33, lot#: va0ggaj, implanted: (B)(6) 2014, explanted: (B)(6) 2017 product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.